Event description:
It was reported the patient¿s blood glucose level reached 460 mg/dl. The pod was worn longer than 48 hours on the arm. It was noted that the cannula was bent and the patient was unsure if the cannula inserted properly into the infusion site. Hyperglycemia treated with correctional bolus and pen correction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism, cannula assembly and bottom housing found no issues. The cause of the reported improper insertion and irritation could not be conclusively determined. No bends or kinks were observed in the soft cannula. The length of soft cannula was observed to be within specification. The data downloaded from the device did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended.